Event description:
The patient underwent generator and lead explant on (B)(6) 2015 as the infection had spread to the lead as well. Both surgical sites were then thoroughly irrigated with the pulse irrigator, containing vancomycin and saline solution. The chest incision skin edges were debrided back to healthy tissue and both surgical sites were closed. Following surgery, the patient experienced pain at the neck incision pain which had greatly improved by the next day. Clinically, the patient was reported to be doing quite well and the infection is believed to be cleared. During the follow up appointment on (B)(6) 2015, the patient was found to have an immobile subcutaneous mass and some ecchymosis beneath the neck incision. There is no fluctuance, discharge or pulsatility. The mass was reported to have begun immediately after surgery and had grown in size. Patient has a known platelet disorder as a result of a medication and it is suspected that the mass is a subcutaneous hematoma that will slowly resolve. The physician performed testing and noted that there was no evidence of carotid aneurysm or pseudo aneurysm. The neck incision was later noted to be well healed with localized ecchymosis but no erythema. There is no tenderness to palpation of the neck mass either. The chest wound was reported to be healing nicely.

Event description:
It was reported that the patient developed an infection at the generator site. The infection had been treated with antibiotics and the physician was unsure whether the generator or both generator and lead would be explanted the following day. It was later reported that the physician decided to explant both the generator and lead (including electrodes). Aerobic and anaerobic cultures were taken and intravenous antibiotics were initiated. It was reported that reimplant may occur in 6-8 weeks.